Event description:
Same case as MFR's report# 6000093-2004-01039, 6000093-2005-00181, 6000093-2005-00182. It was reported that during a coronary interventional treatment procedure, the pt expired. The pt was admitted for a myocardial infarction. The affected vessel was wired with a pt2 guidewire, then exchanged for a bmw guidewire. The balloon was inflated at the lesion site. Shortly after balloon inflation, the pt became hypotensive. Investigation revealed a possible wire perforation distal to the ballooned area. After several minutes identifying the perforation, a balloon was inflated to try to stop further blood flow. An echocardiogram showed pericardial effusion/tamponade. Pericardiocentesis was performed without relief of the tamponade. The pt's rhythm deteriorated to asystole and no surgeon was in house. The trauma physician from the emergency room performed an emergent thoracotomy in the cardiac cath lab which revealed a "nick" of the inferior vena cava. (Not sure if that may have been a result of opening the pt's chest.) The pt expired minutes later.